Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21193. The pt received 2 scs leads with the same lot number. It was reported, the pt experiences a faint pulsing vibration near his ipg site in the right buttock and upper leg regardless of stimulation. Reprogramming was unsuccessful in addressing the issue. The pt reported the vibration does not bother him.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.